Manufacturer narrative:
H10: per the customer¿s response, reprocessing was conducted in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The device was returned to olympus for evaluation and the evaluation found that bending angle in up direction does not meet the standard value due to wear of angle wire; connecting tube, plastic distal end cover, electrical contact of endoscope connector, suction connector, protector of universal cord on suction connector side, protector of universal cord on control section side, universal cord, scope connector cover, flexibility adjustment ring, switch box, switch 1, bending section cover, control unit, forceps elevator knob, upward/downward and right/left angulation control knob, forceps elevator lever have scratched; adhesive around light guide lens and objective lens was peeled; light guide lens, celling plate had cracked; universal cord had a wrinkle; switch 4 had a wear; suction cylinder was shaved; the play of u/d knob is out of the standard value due to wear of angle wire; adhesive on bending section cover had chipped; control unit, suction connector, universal cord were dirty due to water leakage; connecting tube, objective lens had discoloration; light guide bundle was slipping down; streak of flare appeared in the image due to adhesive peeling around objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had water leak (variable hardness ring). The device was returned for evaluation. During the device evaluation, the foreign object inside the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.